Manufacturer narrative:
On 11-dec-2025, bwi received additional information regarding the event. The report indicated that the case went smoothly without any issues. During rounds later that evening, the patient complained about blurred vision and a headache. A neuro consult was asked for, and it was declared that the patient had a small stroke. Further information unknown and intervention is unknown at this time. 19 therapies were given. Act (activated clotting time) was 350 to 400 and protamine was given. Biosense hardware worked within specifications. There were 19 applications with 5 in each vein and only 4 in the right inferior, and optimal contact was obtained during the procedure. Vein closure devices were used. The act (activated clotting time) was kept over 350 and at some point, achieved 400 and protamine was given which brought act down to 380. 30 ml flow was used during application. There were no complications during the procedure. Post procedure and after a neuro consult, an MRI was used to confirm the small stroke. The patient¿s vision had improved and the neurologist felt that the patient¿s vision would continue to improve. There were no other neurological deficits noted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
After an afib ablation procedure with varipulse/thermocool smarttouch catheters, the patient experienced blurred vision, headache and a small stroke was diagnosed. The report indicated that the case went smoothly without any issues. During rounds later that evening, the patient complained about blurred vision and a headache. A neuro consult was asked for, and it was declared that the patient had a small stroke. Further information unknown and intervention is unknown at this time. All catheter catalog numbers and lot numbers are unknown and were disposed. They used the varipulse catheter, pentaray catheter, soundstar catheter, cs catheter, vizigo sheath, stsf and catheter. A carto system, trupulse generator, and ngen generator and pump were used for the procedure. 19 therapies were given. Act (activated clotting time) was 350 to 400 and protamine was given. Biosense hardware worked within specifications. There are two reports for this event for the stsf and varipulse. This report is for the varipulse.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 14-jan-2026, bwi identified that there was mistakenly omitted information from the previously submitted initial and supplemental reports. The updates are as follows: - h7 remedial action initiated type "notification." - h9 FDA correction / removal reporting no. "3013300026-01/17/2025-001-c" if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).